Event description:
The user received questionable results for calcium on the cobas integra 400 plus analyzer. The event involved 19 patient samples. Six patient samples gave discrepant results. The following 6 patient samples were repeated on (B)(6) 2010. Patient sample 1, the initial calcium result gave 10.6 mg/dl. This result was accompanied by a data flag and reported outside the laboratory. The repeat result gave 9.6 mg/dl. Patient sample 2, the initial calcium result gave 10.9 mg/dl. This result was accompanied by a data flag and reported outside the laboratory. The repeat result gave 9.4 mg/dl. Patient sample 3, the initial calcium result gave 10.9 mg/dl. This result was accompanied by a data flag and reported outside the laboratory. The repeat result gave 9.6 mg/dl. Patient sample 4, the initial calcium result gave 11.1 mg/dl. This result was accompanied by a data flag and reported outside the laboratory. The repeat result gave 10.2 mg/dl. Patient sample 5 & 6 were initially tested on (B)(6) 2010. Patient sample 5, the initial calcium result gave 10.8 mg/dl. This result was accompanied by a data flag and reported outside the laboratory. The repeat result gave 10.0 mg/dl. Patient sample 6, the initial calcium result gave 10.6 mg/dl. This result was accompanied by a data flag and reported outside the laboratory. The repeat result gave 9.8 mg/dl. The user sent corrected calcium reports for these patient samples. The patients were not treated or affected based on the initial results reported. The calcium reagent lot number was 62601901. The field service representative found a fluidics failure of probe c. He replaced the probe. Performance tests were run and within specification.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.